Event description:
The customer contacted beckman coulter (bec) stating that a rinse block was leaking on a second probe wash of cycle on the coulter lh 500 hematology analyzer. The customer indicated that about 3 cc's of fluid was leaked, and the leak was contained within the instrument. The analyzer did not generate error messages in connection with this event. The material safety data sheets (msds) are onsite and did not need to be reviewed. There is a risk management exposure control plan in place. The customer was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves. There was no biohazard exposure to anyone, and no contact to open or broken skin. No one had to seek any medical attention. There were no patient results affected and there were no erroneous results reported out of the laboratory as a result of this event. There was no death or injury associated with this incident and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter service was not dispatched for this event. The customer contacted a local biomedical engineer to repair the instrument. The biomedical engineer inspected the analyzer and discovered the bsv (blood sampling valve) was dirty with a lot of salt deposits. The engineer took apart the bsv, cleaned it, and reinstalled back. Service performed by the engineer resolved the leak. Failure mode was attributed to salt deposits on the bsv. Beckman coulter internal identification number for this report is (B)(4).